Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the remote monitor had missed one or more nightly audits. The caller had suspensions that the recent MRI had some impact on the implantable cardiac monitor (icm) and ability to send transmission. Caller was advised to confirm the nightly audit schedule as per the sleeping schedule. The icm remains in use. The monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.